Event description:
Related manufacturer report number: 3006705815-2023-01090, 3006705815-2023-01139. It was reported that the patient was experiencing heating at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.